Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump was not able to rewind. Customer blood glucose reading 130 mg/dl. Troubleshooting was not performed. Customer did not received any alarms or errors. The piston did not work even thou the rewind reads complete. Insulin pump will be returning for analysis.

Manufacturer narrative:
Insulin pump received with pump error no motor movement or negligible movement. Retries to free a stuck motor failed during rewind sequence due to a corroded motor home switch. Unable to perform the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, and occlusion test due to corrosion found on the motor home switch.